Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18765855/2000016662, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation on one of the leads. It was also reported that the one of the leads had migrated. The patient underwent a revision wherein the leads were replaced and was doing well postoperatively.